Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that his client received a durom acetabular component 48/42 h, left hip, on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2013 due to pain.

Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, nor other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case could be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).